Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 3 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had infection and dehiscence of the lower portion of sternotomy post-operatively. The patient been closely followed by lvad clinician team with antibiotics, debridements, wet to dry dressings, and involvement of plastic surgery team. Recently the patient presented with body of pump, outflow graft and bend relief collar exposed under dressing. The lvad was functioning as intended. Sterile dressing and medical management continued. The lvad team evaluated for potential recovery, with ejection fraction at 25%. The lvad team decided to explant pump on (B)(6) 2017 and patient will be listed for heart transplant. The pump will not be returned for evaluation. No additional information was provided.

Manufacturer narrative:
The explanted device was not available to be returned for evaluation as it was disposed-of by the center. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.